Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates arterial - swg (spring wire guide) separated. Additional customer information: the customer reports that the patient recovered and was discharged to a skilled nursing facility.

Event description:
According to the medwatch (uf/importer report# (B)(4)) "the doctor was inserting a femoral arterial line. Access was obtained , and the guide wire was inserted without difficulty. When removing the guidewire, which came out without difficulty, it was shredded. The arterial line access was promptly removed , and x-ray obtained, which showed part of the guidewire still in the patient. Patient taken to interventional radiology where the fragment was successfully removed. Placement of an arterial line in a critical care patient."

Event description:
According to the medwatch (uf/importer report# (B)(4)) "the doctor was inserting a femoral arterial line. Access was obtained , and the guide wire was inserted without difficulty. When removing the guidewire, which came out without difficulty, it was shredded. The arterial line access was promptly removed , and x-ray obtained, which showed part of the guidewire still in the patient. Patient taken to interventional radiology where the fragment was successfully removed. Placement of an arterial line in a critical care patient."

Manufacturer narrative:
Qn#(B)(4). The customer returned one product lidstock, guide wire, and catheter for evaluation. The guide wire and catheter contained obvious signs of use in the form of biological material. Microscopic examination revealed the guide wire was separated and unraveled. The core wire was broken near the distal end. The fractured area was flattened and contained signs of necking, damage consistent with undue force causing the breakage. The distal weld did not have any defects or anomalies. The outer diameter of the guide wire coils, the total length of the catheter body, and the inner diameter of the catheter tip were measured and all were found to be within specification. A lab inventory guide wire was able to pass through the returned catheter with minimal resistance. A manual tug test confirmed the distal weld was fully intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The customer report of a separated guide wire was confirmed by complaint investigation of the returned guide wire. The core wire fractured near the distal end of the guide wire. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.